Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. If additional information becomes available a follow-up report will be submitted.

Event description:
(B)(4). According to the information received, an end user tried a speedicath catheter which caused her to bleed. She felt that the eyelets were rough. She did not seek medical intervention for the bleeding.